Event description:
It was reported that there was a low impedance value on combination 9-10. The value was 35 ohms. It was noted that there were no actions taken. There was no injury or adverse event to the patient. Later that same day it was stated that the patient had a new lead, extension, and implantable neurostimulator (ins) implanted on the day of the report. The lead nor the extension was tested individually during implant. The complete system was tested and circuit 9-10 was 35 ohms. They were not going to go back to check nor will those contacts be used in programming. It was noted that all other impedance values were "normal."

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va07w16, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va07w16, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.